Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The investigation was performed on the user synced glucose data on data management system (dms), which is an eversense cloud platform. Based on the dms analysis, the reported event could not be confirmed because the sensor got prematurely retired on (B)(6) 2023, two days before the reported event. No sensor glucose (sg) would have been available at the time of the event and hence, no alert would have asserted. To further investigate the sensor and to determine the root cause for early sensor retirement, a return material authorization (RMA) was issued to bring back the sensor. However, the RMA was never received and as a result, no further investigation was possible. The customer complaint was hence, not confirmed.

Event description:
Senseonics was made aware of an incident where the customer experienced hypoglycemia on (B)(6) 2023 at around 12 pm. The customer felt weaker and weaker and then called an ambulance, and was taken to the hospital. The customer does not remember the sensor glucose (sg) reading, but mentioned that the blood glucose (bg) value was 16 mg/dl. The customer also mentioned receiving an early sensor replacement alert on (B)(6) 2023, so it is possible that the system was not providing any readings at the time of incident. The customer received glucose treatment in the ambulance and did not specify if they received any treatment at the hospital. The customer's hcp is aware of the incident and the customer is feeling fine now.